Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right ventricular (rv) lead which resulted in a lead safety switch. Additionally, boston scientific technical services (ts) noted a signal artifact monitor (sam) episode due to oversensing. It was recommended to bring in the patient for further evaluation of this rv lead. No adverse patient effects were reported. At this time, this device system remains in service.